Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay (ca 19-9) results from two patient samples tested on the cobas e411 rack. Sample 1 the initial result was 245.3 u/ml. The first repeat result was 422.2 u/ml. The first repeat result was 236.4 u/ml. Sample 2 the initial result was 54.6 u/ml. The first repeat result was 32.0 u/ml. The first repeat result was 31.4 u/ml.

Manufacturer narrative:
The fifth line of b5: describe event or problem should have been: "the second repeat result was 236.4 u/ml". Instead of: "the first repeat result was 236.4 u/ml". The ninth line of b5: describe event or problem should have been: "the second repeat result was 31.4 u/ml". Instead of: "the first repeat result was 31.4 u/ml". The field service engineer replaced the printed circuit board (pcb), photomultiplier tube, and measuring cell. After service, no further issues were reported, by the customer. The investigation determined, the service actions resolved the issue. The cause of the event could not be determined.